Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw implanted without issues, reducing the mr to grade 2-3+. To further reduce the mr, another mitraclip xtw was inserted and grasping was performed, but difficulties grasping the leaflets occurred. The clip was repositioned and implanted. However, the mr increased back to 4+ due to suspected tissue damage. It was noted that both clips were stable on the leaflets and that prior to the procedure, the patient¿s medical record patient history stated that the mitral valve was not reparable. In the physician¿s opinion, the mr was due to integrity of the valve. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with difficulty grasping the leaflets appears to be related to patient morphology/pathology (poor leaflet tissue quality/valve non-repairable). Unspecified tissue injury appears to be related to the difficult grasping of the leaflets and the tissue quality. Mitral valve insufficiency/regurgitation (mr) appears to be due to tissue injury and tissue quality. Tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.h6: code 4614 removed.